Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye (od), the patient present with blurry vision with best corrected distance visual acuity decreasing to 20/150 ph, thumbprint floater, 0.2mm hypopyon w/temporal fibrin, 3-5 + white cells, and robust inflammatory response continuing into the next day. On day 3 post-op, the patient complained of light sensitivity, seeing a checkered pattern, and white blobs with black worms everywhere with visual acuity further decreasing. Upon examination, the surgeon noted increased vitreous opacities and retinal hemorrhages and was referred for a vitreous tap & injections of 1mg vancomycin, 100mg ceftazidime, & 0.4mg dexamethasone were administered. Results of the culture & sensitivity were negative. Patient outcome is good. The following medications were prescribed for use at home post-operatively: moxifloxacin gtt 0.5% 3x 1 day (increased to aid) taper. Prednisolone gtt 1% 3x 1 day (increased q hour) taper. Prolensa gtt 0.07% 1 x day (increased qid) taper. Medrol pack 4 mg tab take as directed on pack. Durezol 0.05% 1 gtt q hr.